Event description:
It was reported that the device went to early battery depletion due to high left ventricular (lv) outputs. The device was explanted and replaced. The lv lead is scheduled for a revision. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6947, implantable tachy lead 2011-(B)(6); 5076 implantable pacing lead 2011-(B)(6). (B)(4).